Manufacturer narrative:
Batch review performed on 29 august 2022. Lot 2012792: (B)(4) items manufactured and released on 25-march-2021. Expiration date: 2026-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department at 1 year after primary tka with patella resurfacing, the patellar implant mobilizes and needs replacement. It is possible that an osteophyte, generated at approx. 6 months after index surgery, contributed to the loosening, but this cannot be determined. The other components were well fixed and the joint was stable. We cannot determine the root cause for mobilization of the patella.

Event description:
Revision surgery performed 1 year 4 months after the primary for patella loosening. No infection. No trauma described by the patient but painful knee. No loosening of the other components. The presence of an osteophyte was discovered on the x-rays that appeared at about 6 months after the primary surgery. The surgeon successfully removed the osteophyte and revised patella with a new implant.